Event description:
It was reported that one of the leads would be revised because it had migrated due to a fall. During the procedure, there was too much coil in the lead for the stylet to advance fully. The physician attempted to retract the stylet, but it caught the lead, resulting in damage to the lead tail. Consequently, the leads were replaced. The patient was doing postoperatively, and the explanted leads will not be returned, as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7080176.